Event description:
It was reported that during a shoulder rotator cuff repair surgery, after the anchor was implanted, the anchor was removed simultaneously when removed the inserter, another bone hole was necessary. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one 72202902 footprint ultra pk suture anchor assembly was used for treatment, and was returned for evaluation. The anchor was not returned. One suture and the stay suture were returned. The device had a positive audible click upon rotation of the torque limiter. The inner shaft advanced and retracted with rotations. There was no obvious device damage. There was no obvious cause for faiure. Per instructions for use: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Prep instrument for normal bone conditions is a 3.8mm straight awl. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Smith and nephew disposable and reusable awls specific to the suture anchor are sold separately. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.